Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft separation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met with the moderately tortuous, moderately calcified anatomy resulting in the reported failure to advance. Manipulation of the device and interaction with the anatomy as the device was attempted to be advanced a second time resulted in the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous, moderately calcified, mid right coronary artery. An attempt was made to cross the lesion with the 2.5 x 18 mm xience xpedition stent delivery system (sds); however, it would not cross. A second attempt was made to cross with the same sds; however, during the attempt the proximal shaft of the delivery system separated due to the tortuous and calcified lesion. The device was removed and the case was ended at this point. The patient was referred for surgery. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.